Event description:
It was reported that the patient was experiencing extended implantable pulse generator (ipg) charging time and the ipg would no longer reach a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.